Event description:
A patient underwent treatment with the navilas® laser system 577s sometime between (B)(6) 2023 and (B)(6) 2024. The clinic reported experiencing a device malfunction during treatment whereby the grid that shows where the laser treatment should be delivered was not aligned with the actual treatment area. The malfunction did not result in patient injury.

Manufacturer narrative:
The manufacturer instructed the clinic not to use the laser system until the device can be evaluated and serviced. The navilas laser system was inspected by an authorized service technician on (B)(6) 2024. During service, a problem was found with the y-scanner and the optical head was replaced. The optical head is being sent back to the manufacturer for analysis and the findings and conclusions will be submitted in a follow-up report. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The manufacturer performed a thorough device evaluation that consisted of remote diagnostics, on-site servicing, and in-house testing of the replaced optical head components. The investigation confirmed the device malfunction and identified a defective scanner driver board and galvo motor which caused unpredictable aiming beam movements. The scanner driver board and galvo motor were replaced and the device was returned to specification. A CAPA investigation was initiated for thoroughness of the root cause analysis and there is no indication of a systemic problem. The CAPA investigation ruled out a mechanical problem and narrowed the source to an electrical problem. There have been no new reports of similar issues. Manufacturer reference #: (B)(4).